Event description:
It was reported that the lead was replaced due to clavicular crush damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal coil to be fractured and the proximal and distal insulations abraded at 29.5 cm from the connector pin. These damages were caused by clavicular crush. A suture sleeve tie down mark was also noted at 25.1 cm from the connector pin.